Manufacturer narrative:
MDR (B)(4). / initial 4 of 5 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced five infusion set tape not sticking event on(B)(6)2026, since the infusion set caught into something and fell off